Manufacturer narrative:
This is the final report.

Event description:
A complaint of a pocket revision was reported. The patient reports a burning sensation around the pocket site, due to weight loss. The physician will make the pocket deeper to alleviate any sensation of burn around the area.